Event description:
It was reported that the clinical study patient experienced a return of his tremors due to loss of stimulation brought upon by his implantable pulse generator (ipg) reaching normal end of life. The patient was hospitalized, and their mediation was adjusted temporarily until their stimulation was restored. The patient underwent a revision procedure where their ipg was explanted and replaced. The device was discarded, and the patient was discharged as the event resolved. The relationship to the procedure and stimulation was reported as not related. The relationship to the device hardware was reported as causal.